Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient claimed that unknown alarms rang while connected to the power module (pm) when the cable was kinked. It was noted by the site that the alarm rang once connected to the heartmate touch (hmt) but the log file shows none. The site also noted that they went through the log files, and it looks like the patient correctly changed the patient cables by the order of white and black. Log file review was requested, and there were no unusual events recorded in the log file event history. It was additionally communicated by the site on (B)(6) 2024 that the patient was using a mobile power unit (mpu). Images were provided of the kinked part of the cables from the controller side of the connection. The patient experienced power cable disconnect alarms, and the site was not sure whether they were hazard or advisory. The cause of the alarm was not 100% identified but the old patient cables (either from the controller or mpu) might have caused them. It was stated that the backup controller was readily available, and the ventricular assist device (vad) coordinator would swap the controller if same problem happened. No equipment was exchanged. It was unknown if products were to return. It was stated that the inner lines of the patient cable could have damage due to prolonged use, but the site was to have a visual check with the vad coordinator. It was communicated on 19 sep 2024 that while at home, the patient claimed that unusual alarms rang. The patient said they did not touch any devices (mpu or controller), and unknown alarm rang. By checking with other working pms, the vad coordinator believed that there might be some issues with kinked controller cable and the patient was switched to the backup controller. The coordinator noted there were no alarms recorded on both the controller and system monitor. Moreover, no specific home environmental related issues were noted. It was stated on 23 sep 2024 that exchanging the controller resolved the alarms and the vad coordinator noted no issues.

Manufacturer narrative:
Section h6 medical device problem code: corrected manufacturer's investigation conclusion: the reported event of damage to the system controller power leads was confirmed. The system controller (serial number: (B)(6) was returned for analysis. The system controller (serial number: (B)(6) was functionally tested and did not pass. Upon manipulation of the black power lead, an alarm sound would activate. The system controllers power cables were exchanged with a pair of test power cables, and the system controller was able to pass all testing with the test leads connected. The system controller power leads were then measured with a digital multimeter (dmm) and the yellow conductor within the black power lead was found to be an open loop. This conductor being severed is consistent with the reported event, and consistent with the alarm sound occurring upon manipulation. No further troubleshooting was performed. Additional provided information stated that the system controller was exchanged and that resolved the alarms. A root cause for the reported event was determined to be due to a severed conductor within the black power lead; however, a further root cause as to how this damage occurred was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.